Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, during preparation, the internal bolster detached. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be with no problem.

Manufacturer narrative:
A visual examination of the device revealed that half of the internal bolster was found to be separated (split or torn) from the device and was not returned. The other half of bolster remnants attached to the tubing, however, it is slightly torn at the join section probably caused when the half of the internal bolster was detached from the tubing. Remnants of the separated bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. It appeared that the internal bolster was securely molded to the tubing. The half of the bolster returned appeared to have been molded properly with no voids, bubbles or thin areas noted. The condition of the returned device was consistent that the internal bolster was separated from the device. Based on the information available it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause is "handling damage.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, during preparation, the internal bolster detached. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be with no problem.